Manufacturer narrative:
Analysis found upon inspection that there was overheating of 49.1 degrees celsius in 1 minute. The top of the bearings are covered with rust. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via a manufacturer representative that the handpiece overheated during use in a tympanoplasty procedure. There was no delay in the procedure as a result of this event. The procedure was completed using backup device. This was not the initial use of the device. There was no patient impact.